Event description:
It was reported that during preparation of the device there was resistance felt with the removal of the protective sheath, the implant was noted loose on the delivery system, and the implant dislodged from the delivery system outside the patient's anatomy; therefore, the device was unable to be inserted onto the guide wire or into the guiding catheter. The device was set aside and another device was used for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided. The returned device revealed that the proximal balloon seal was separated.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the us. Evaluation summary: the complaint device was returned for analysis. The reported loose scaffold, scaffold dislodgement and difficulty inserting the guide wire could not be confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the bvs system, absorb, instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Based on the information reviewed, there is no indication of a product deficiency.